Event description:
Additional information from the patient indicated that a manufacturing representative (rep) reset their device, but the stimulation is still uncomfortable. The issue has not been resolved at this time. The patient is going to contact the rep again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back from phone 2 and said their stimulator was not adequately relieving symptoms since implant date; pt said the stimulation was different than their old one and they had gotten multiple epidural shots, but epidurals did not work for the pt. Hcp suggested reprogramming with mdt rep. Caller had called mdt reps at the end of last week, but had not heard back. Pt had upcoming pain therapy appointment on (B)(6) 2024 at 1:20pm. Hcp suggested pulling leads and ins out and then putting new ones in. Pt said they had several epidurals where hcp either was not successful at relieving pain or hcp puts air in their back. Pt called back stating they needed a rep to meet them at their doctor office. The pt was working with the doctor that changed their last battery. The pt want to know if the battery was going bad or if the stimulation was to high which they knew it was. Pt noted they had a problem last time and call mdt rep but now they were not answering the pt.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they need to be seen by a representative to adjust the implanted neurostimulators. Patient stated they have been to the healthcare provider office, but they just get redirected to get into contact with a representative. Pt stated the stimulation feels just too high and has felt that way since implant. Patient mentioned they have bad chronic pain and can't get an epidural because it's real hard for them to get the needle in the spine because it is bone one bone.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2010, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating they had trouble with their leads not functioning correctly withthe ins since implant. Patient said they were supposed to meet with a rep at an office close to where patient lived, but that rep said they couldn't go to patient's appointment because it was out of their area. Patient mentioned they met with the rep maybe october of last year to adjust the stimulator, but that was at a different office. Patient said they had their previous ins for 9 years and had very little problems with it. Patient then went to another neurosurgeon who wanted to do back surgery on patient's lower back and put in metal/screws, but wanted patient to have another doctor take the leads taken out before the surgery and then put in afterward as neurosurgeon was afraid they'd nick the leads during surgery. Agent asked if patient had spoken with their managing doctor yet (doctor on file and the one who implanted it), and patient said the doctor might consider it when the 9 years were up. Patient said they were not confident with that doctor. Patient mentioned they were in a lot of pain and needs an epidural. Agent reviewed role of rep and provided nas number for patient's hcp to call to contact local rep. Agent redirected patient to work with hcp regarding leads not functioning and wanting the leads taken out before back surgery. Agent sent physician listings to patient per request.